Event description:
It was reported impedances >4000 ohms with 0-3 and <15ua. The patient also experienced a loss of therapeutic effect. The hcp attempted to reprogram with 4-7 for temporary pain relief. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.